Event description:
I received a replacement for my faulty philips CPAP. My original CPAP was in perfect condition, and what I received was unacceptable. I've contacted the philips help line multiple times with hours on wait, but am being hung up on or not helped. I am not using someone else's dirty machine, and I want to submit an official complaint about philips for sending me an unacceptable unit and refusing to help. FDA safety report ID# (B)(4).